Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during implant testing, the patient had high defibrillation threshold (dft) measurements. The subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was repositioned one day post implant, due to being implanted over the pectoral muscle. Following the repositioning of the electrode the dfts were still high. Boston scientific technical services (ts) was consulted. Ts noted that the system can be left as is, because there was successful induction however there was no safety margin due to high dfts. Otherwise ts noted that the system could be revised however this is not guaranteed to decrease the dfts. The electrode remains implanted and in service. No adverse patient effects were reported.